Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the left eye (os), 1-2+ central folds, 3-4+ cell, 3-4+ fibrin, thick fibrin covering anterior capsule, and poor view of iol was observed. An ac tap was performed for culture. The results were inconclusive, no growth. In the surgeon's opinion, the most likely cause of the event is the iol; stating it was an isolated case, with no indication where it came from. Patient outcome is good. Medication administered during original surgery: intracameral moxifloxacin. The following medications were prescribed for use at home post-operatively: pred/moxi/brom 1gtt ou qid until gone. Prednisolone acetate 1% os q 1 hour. Medrol dose pack-oral prednisone.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.